Event description:
As reported by the patient¿s attorney, two boston scientific devices (MFR report #3005099803-2014-03301 and MFR report #3005099803-2014-03302) were implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced incontinence, infections and pelvic pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.